Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that the internal drive shaft was broken. The stenosed target lesion was located in the superficial femoral artery (sfa) extending to the popliteal artery. The physician attempted to cross the lesion with the truepath device; however, after the third attempt he heard a snap indicating the internal drive shaft component had broken. The device was removed from the patient. The procedure was not completed as the lesion was unable to be crossed. There were no patient complications reported and the patient's status is fine. However, device analysis revealed a foreign substance on the tip of the device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: visual examination of the returned device revealed no anomalies. The cto device wire was separated from the cto device motor housing. Microscopic inspection observed a foreign substance on the rotating tip. The tip was placed in warm water and the substance was fully removed. There was no damage to the tip. The tungsten coil was kinked at the proximal end. The coil had been pushed over the solder section. The battery of the returned device was dead. The motor housing was disassembled and the 3.5mm plug cable connector was removed. Once removed it was confirmed that the drive shaft was broken between the proximal outer shaft and the coupling. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).